Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single non-patient biorad lot 92950 quality control level tested on vitros xt 7600 integrated system, compared to a repeat result obtained from the same quality control sample. Sample 1 vitros na+ results of >250 mmol/l vs. The expected result of 123.5 mmol\/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ result was obtained from a non-patient quality control sample. The investigation could not rule out that patient samples were not or would not be affected. There was no reported allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single non-patient biorad lot 92950 quality control level tested on vitros xt 7600 integrated system, compared to a repeat result obtained from the same quality control sample. The assignable cause of the event was unable to be determined. Historic quality control review indicates vitros na+ slide lot 4210-1095-5385 was performing as intended within the timeframe and did not likely contribute to the event. An acceptable vitros na+ result was obtained from repeat testing of the biorad level 1 control obtained from the same slide approximately 12 minutes after the initial result. It is unknown if the same level 1 fluid was used, a new pour from the same control vial, or a sample from an alternate vial of level 1 control was used for the retest event. Therefore, a sample-related event cannot be completely ruled out as contributing to the event. A diagnostic within-run precision test was processed to assess analyzer performance and the results were within acceptance criteria. Therefore, a performance issue with the vitros xt 7600 integrated system did not likely contribute to the event.